Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjohuntleigh (B)(4). This product was originally manufactured by medibo, which has ceased manufacturing as of 08/31/2011. Going forward, complaints and/or mdrs related to this product will be reported under exemption (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation. The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer.

Event description:
As stated by the customer (2012-(B)(6)): brand new battery charger failure - customer states that the charger got very hot and appeared to have been burnt as they smelled a burning scent. The charger was reported to maintenance and was not touched by anyone. No injuries and no patient/resident involvement.